Manufacturer narrative:
It was reported that the IV catheters were dull and that an unknown number of patients required additional IV sticks. Reportedly, patients experienced pain and discomfort to the IV insertion sites and that ice packs were applied to these sites. No adverse impact to a patient was reported to the manufacturer. Unused samples were returned to the manufacturer for evaluation. Visual inspection and functional testing were performed. No manufacturing defects were identified and the tested samples were found to have no difficulties during use. The reported product problem/issue was unable to be confirmed. A root cause was not determined. Due to the reported need for additional IV sticks, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the IV catheters were dull and that an unknown number of patients required additional IV sticks.